Event description:
According to the reporter: when the stapler was fired, the surgeon noticed that the distal end did not have staples placed. Manual suturing was done to resolve the issue resulting in 45 minutes delay in surgery. There was no blood loss report.

Manufacturer narrative:
MDR initial report submitted: 01/30/2009.